Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Correction was made to the event description. Previously stated that the home patient disconnected during therapy. It is being corrected to read that the home patient did not disconnect during therapy.

Event description:
The hp (home patient) did not disconnect during therapy.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. There were no unused lines or leaks. The hp disconnected during therapy. The tsr advised the hp to retrieve the cassette and advised the hp to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report.